Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1, (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no alarms outside the range of normal patient use were observed in the history. The history also indicated that current total daily basal deliveries were correct and that bolus deliveries were correctly reflected in the daily insulin delivery totals. A 29 hour flow accuracy test was performed on the pump. The pump passed flow accuracy and was found to be delivering within the required specifications. The pump was exercised for 24 hours with no alarms occurring. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's nurse practitioner called to report that on (B)(6) 2011 the patient was admitted to the hospital with a diagnosis of diabetic keto-acidosis and a blood glucose (bg) greater than 1000mg/dl. The pump was removed. The alarm history showed an auto off on (B)(6) 2011 which could have contributed to the bg elevation. Customer support (cs) stated that if he does not confirm the auto off and prime the pump the pump will not resume. The pump history showed that the last prime was on (B)(6) 2011. The nurse checked basal rates, alarms, prime, bolus and total daily dose and they were all correct. Cs determined there were no mechanical issues with the pump. This report is being made due to the patient's alleged hyperglycemic event.